Event description:
The patient reported that they developed an infection one year post implant of their implantable pulse generator (ipg) and it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.